Event description:
It was reported that pump time was incorrect and caller requested help updating time and possibly personal profile or control settings. There was no reported impact to the customer¿s blood glucose level. Technical support assisted caller with updating pump time, caller did not know why time was incorrect, and caller was advised to monitor and follow up if time discrepancy greater than 5 minutes occurred again, which caller understood and acknowledged.